Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the clinician was aware of intermittent ventricular sensing. It was thought that loss of electrode contact with the tissue as the cause. Programming changes were made.